Event description:
It was reported that the patient experienced a shocking sensation and a power on reset condition. The patient tied the event to starting a new job in an (B)(6) manufacturing facility. When she stood next to one of the machines she could feel the sensation throughout her whole body. The machines that the patient works with include: (B)(4). Next to some machines after meeting with her physician, the patient had not experienced any shocking sensations. The patient contributed this to staying 5 feet away from the machines when at work. She is scheduled for follow-up with her physician on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model: 435135, (B)(4), implanted: (B)(6) 2005, explanted: na; lead: model: 435135, (B)(4), implanted: (B)(6) 2005, explanted: na.